Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead exhibited loss of capture at high outputs. The lv was capped and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead exhibited loss of capture at high outputs and high pacing threshold measurements. Fluoroscopy was done, however did not have any findings. The lv was capped and replaced. No additional adverse patient effects were reported.